Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 device investigation types have not yet been determined. Additional information: 6 devices were labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. 1 event had patient involvement; no patient impact. 5 events had insufficient information received.

Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. 4 events had patient involvement: no patient impact. 2 events had unexpected medical intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11: 6 previously reported events are included in this follow-up record. Product return status: 5 devices were not available for evaluation. 1 device was evaluated using data provided by the user or a third party.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status: 2 devices were not available for evaluation. 1 device was evaluated using data provided by the user or a third party. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. 4 events had patient involvement; no patient impact. 2 events had insufficient information received.